Event description:
The customer stated the paramedics were called to treat him for low blood glucose levels. The customer stated he had been fishing, drinking alcohol and had not eaten enough that day. The customer stated that all of these things contributed to the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.